Event description:
A pt with stricture was dilated during f/u exam. There was no associated malfunction of the device. No association between the product performance and the event could be established.